Manufacturer narrative:
Additional narrative: device was not implanted/explanted. A product investigation was completed: the investigation of the complained implant shows that the caudal endplate is broken off due to excessive mechanical force. Unfortunately we are not able to determine the exact cause which leads to damage without further details. Investigation of documentation for production and material gives evidence that the implant was produced under our specifications. Failure in material or production could not be detected. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely that there was a technical complication during use of the implant. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review: manufacturing location: (B)(4) - manufacturing date: june 21, 2013 - expiry date: june 21, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the expandable corpectomy device (implant) fractured along the spreading wheel during implantation. It was reported that force was applied to the implant. A substitute implant was available and the surgery was finalized successfully without patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by the reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.